Event description:
Medtronic received information from a journal article that a patient implanted with an aortic root bioprosthesis experienced a post-implant spontaneous perforation of the device¿s valsalva sinus. It was reported the patient presented to a hospital with severe aortic insufficiency (ai) and congestive heart failure twenty months after the device was implanted using a subcoronary technique. (With the subcoronary technique, the right and left sinuses of the device valve were incised and sutured to the native sinuses, respectively. The valve¿s noncoronary sinus was left intact and sutured to the ascending aorta.) It was reported that the ai was due to a right cusp tear and a two millimeter noncoronary cusp fenestration close to the right noncoronary commissure. A 15 mm hole in the device¿s noncoronary sinus was observed in the transitional zone between the elastic tissue and collagen fibers. There was no evidence of infection in pathologic examination. A new device of the same size was implanted using a full root technique. The article noted that these patients were part of a population who had their devices implanted between october 1999 and december 2002; the date of this complaint was not indicated in the article. No subsequent adverse patient effects were reported.

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. Based on the limited information received, a root cause of the adverse events cannot be determined.

Manufacturer narrative:
A review of the maude database entries for this model family did not show a report had previously been submitted for this journal article or individual complaint. A review of medtronic¿s databases did not find a previously existing record for this article or individual complaint. (B)(4). Perforation of the valsalva sinus after implantation of medtronic freestyle aortic bioprosthesis nobuchika ozaki, md; yutaka hino, md; yuji hanafusa, md; teruo yamashita, md; kenji okada, md; takuro tsukube, md; and yutaka okita, md kobe university graduate school of medicine, division of cardiovascular, thoracic, and pediatric surgery, kobe, japan the annals of thoracic surgery, volume 82, issue 6, december 2006, pages 2282¿2285 doi:10.1016/j.athoracsur.2006.04.074

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.